Event description:
A patient developed a red rash with irritated skin where the collar ends under the chin at the neck, after wearing this collar following surgery on the day of the event. The collar size and lot number were not noted in the patient's chart. P.t. Will be seeing the patient in 4/2002 and has asked the patient to return the collar. Sales rep will pick it up and return it to the company.